Event description:
The patient was reporting intermittent withdrawal symptoms/underdose symptoms of itching and sweating; the patient also had less than (B)(6) therapy relief for an unknown amount of time. The patient was taken to surgery on (B)(6) 2015. When physician disconnected the catheter from the pump there was no return of drug out of the catheter. The physician suspected catheter occlusion and decided to replace the catheter. The proximal/pump portion of the existing catheter was disconnected from pump, the physician cut it, tied a knot in it, kinked it over, sutured around it, and left it implanted. Then a newer model catheter was implanted. No dye study or rotor study was performed. After the catheter replacement, the patient was alive, without injury, and was receiving effective therapy. The device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11183r15, implanted: 2002-(B)(6), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: accessory. (B)(4).